Event description:
(B)(6) clinical study. The patient presented with stable angina (ccs class iii) as well as abnormal fractional flow reserve (ffr) and abnormal stress test/imaging stress test indicating ischemia prior to the procedure. The patient was referred for cardiac catheterization. The first, 90% stenosed, 30 x 3.0mm, target lesion was located in the proximal and mid right coronary artery (rca). The first target lesion was treated with pre-dilatation and placement of a 3.00 x 38 mm study stent. Following post-dilatation, residual stenosis was 10%. The second, 70% stenosed, 15 x 2.5mm, target lesion was located in the mid left anterior descending artery (lad). The second target lesion was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent. Following post-dilatation, residual stenosis was 10%. The patient was discharged on aspirin and clopidogrel. The baseline index angiography of the proximal rca revealed 40% side branch stenosis while the post procedure angiography revealed 90% side branch stenosis.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).